Manufacturer narrative:
This follow-up report is being filed to relay manufacturing date and product evaluation, which was unknown at the time of the initial medwatch. Evaluation of the explanted device found evidence of failure cause involves exceeding torque specifications of the driver. Review of device history records show that lot released with no recorded anomaly.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: manufacture date - unknown.

Event description:
It was reported patient underwent a tibial fracture procedure utilizing solid screwdriver shank s-cp on (B)(6) 2012. Technique instructs to change from the ratchet handle to a torque limiting handle for final seating of the screw. It was reported the ratchet handle was being used for final seating of the screw when the tip of the screwdriver shaft fractured and stuck in the head of the screw. The tip remains implanted.